Event description:
The initial reporter stated they received discrepant results for four patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 701 module. Patient 1: the sample initially resulted in a calcium value of 2.17 mmol/l and repeated as 2.56 mmol/l. Patient 2: the sample initially resulted in a calcium value of 1.81 mmol/l and repeated as 2.26 mmol/l. Patient 3: the sample initially resulted in a calcium value of 2.12 mmol/l and repeated as 2.30 mmol/l. Patient 4: the sample initially resulted in a calcium value of 1.76 mmol/l and repeated as 2.62 mmol/l. It is unknown what result was deemed correct. No questionable result was reported outside of the laboratory. The calcium reagent lot and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer checked the instrument. A clogged tube in the rinse station was determined and replaced. The investigation determined the service actions resolved the issue.